Manufacturer narrative:
(B)(4). The lead was sent to hospital pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, testing of this right atrial (ra) lead through a pacing system analyzer (psa) revealed high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was explanted and replaced. No adverse patient effects were reported.